Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrated out. The position of the key has caused the patient swelling and pain in the left knee. The physician has replaced the key to correct the problem.

Manufacturer narrative:
Investigation in progress.